Event description:
It was reported that the cement hardened but the stem came out easily. New cement was opened and used and the stem became stable.

Manufacturer narrative:
This report will be amended when our investigation is complete.